Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump time is running fast. Customer's blood glucose was 150mg/dl at the time of incident. Customer declined to troubleshoot. No further details were given.